Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2004, the plaintiff was implanted with a non-ams device and on or about (B)(6) 2010, the plaintiff was implanted with an ams miniarc device. The plaintiff's attorney alleges the product has caused plaintiff "severe and permanent bodily injuries, including dyspareunia (painful sexual intercourse), difficulty urinating, stress incontinence, prolapse, severe pelvic pain, vaginal erosion, and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.